Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   No product was returned and the pictures provided were insufficient to complete visual and dimensional evaluations. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided. Unable to perform a compatibility check. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: significant radiolucency on the patella, overall fit and alignment of the patellar component is appropriate, and normal bone quality. The complaint is not confirmed. A definitive root cause cannot be determined for the patella wear. The implanted products are not identified as the source or contributing to the reported infection, as there are no indications of a product or process issues identified affecting implant safety or effectiveness no corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted additional associated products: 42522100810  articular surface medial congruent (mc) right 10 mm  lot# 64726737.

Event description:
It was reported the patient was revised three years post implantation due to implant wear and malposition of the patella. Patella was wearing laterally and tracking poorly. Articular surface was replaced due to possible infection as a precaution.